Manufacturer narrative:
(B)(4).

Event description:
Received information that only 14 of the 16 electrodes are working. Patient reports a year ago he was told the "wires are loose." Both he and his hcp did not want more surgery, so nothing has been done to resolve the issue. There is no accident or incident related to this complaint. Additional information has been requested and if received a follow up report will be sent.